Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. Should additional information become available, a follow-up report will be submitted.

Event description:
Customer reported implant loss sf -(B)(4). 26313x1- lot 535996- imp. 68010002 x1- lot 531716- cover screw. P: (B)(6) 2025. F: (B)(6) 2026. Nps. Name: (B)(6).